Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The sample was discarded by the customer. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented solution set was leaking from a hole in the tubing. This malfunction occurred while a patient was being infused with irinotecan. There was no patient injury, medical intervention or adverse event with this event. Additional information was requested and is not available.